Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was 161 mg/dl. Customer got battery failed alert, pump error alarms and tone, vibrator or motor did not have power available when needed. Troubleshoot was performed for battery failed alarm. Pump alarmed with replace battery now. Customer stated contacts are neither missing nor damaged. Customer states they do not receive frequent battery failed alarms. Alarm is cleared before inserting battery. The customer was advised to revert to the backup plan. The insulin pump will not be returned for analysis.